Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pneupac¿ pneupac vr1 was giving constant flow when the handle is pushed to the maximum level. It was noted that the sealing around the air-mix button was lost. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one pneupac vr1 std. Swedish was returned for analysis without their original packaging. Visual inspection found that the rubber seal which surrounds the airmix switch was missing. The top case was damaged. Functional testing included leak testing. The unit failed to pass the functional check due a constant flow of gas at the adult end stop position. The customer stated issue was duplicated and confirmed. Problem source was identified as supplier.